Manufacturer narrative:
(B)(4) date sent: 10/12/2016. Batch # (B)(4). Additional information was requested and the following was obtained: what troubleshooting was done to open the device prior to using the manual override lever (knife reverse switch, etc)? ¿no information. Or was the manual override lever used prior to attempting to use the knife reverse switch? ..no information. The analysis found that one pcee60a device was returned in good visual condition and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What troubleshooting was done to open the device prior to using the manual override lever (knife reverse switch, etc)? Or was the manual override lever used prior to attempting to use the knife reverse switch?

Event description:
It was reported that during an open total gastrectomy procedure, the device was fired without problems but the knife stopped on the way back to the home position. Neoveil was used and the device was used on the pancreas parenchyma. The device was released with the manual override lever. Another device was used to complete the case. There were no adverse consequences to the patient.